Event description:
A customer reported that the date was not retaining on their adc meter while using the precision link data management system. It was also identified by adc customer service that the date and time settings in their meter were not properly set. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.